Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they had a hip replacement on (B)(6) and they brought their equipment and they think the staff turned it off. Patient said they have been having trouble ever since the surgery; bladder issues but they have just been concentrating on the surgery and recovering from that. Today they used their equipment for the fist time since the surgery and tried to increase the level of stimulation and got the message: end of service, therapy has stopped, replace the internal device to continue therapy. The patient said they thought it would last longer. Reviewed the meaning of eos. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2026 a manufacturer rep called to discuss eos message and was concerned that the battery wasn't that old and shouldn't be at eos. Technical services reviewed there are multiple factors such as settings that can impact longevity. Reviewed unknown at this point at what the pt's battery level was at prior to hip surgery or if surgery impacted the battery. Technical services reviewed ins will need to be replaced at this point. Reviewed replacing handset/communicator will not change the outcome of the ins. Reviewed if explanted to send ins for analysis to determine if normal battery depletion or other factors.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was unknown and that the battery was set at over 6 ma while in use; it was unknown if this was due to a normal battery depletion. The patient has consented for a replacement that is scheduled on (B)(6) 2026.